Event description:
It was reported that the endoscope image was cloudy during an unspecified spinal surgery. No patient complications are associated w ith this event.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. An optical examination of returned instrument optical lens identified foreign material on the optical lens of the endoscope. After cleaning, an image was taken using the instrument. No haziness/fogging identified on the image taken utilizing the returned instrument. Associated documentation states ¿optical surfaces must be cleaned and checked routinely to ensure transmission of illumination and a high quality image¿. The above observations are consistent with inappropriate maintenance/preparation of the instrument prior to usage.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.